Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to undergo an ablation procedure. After the ablation, the shock impedances increased from 40-60 ohms to out of range values between 120-140 ohms. There was a concern that the lead had been damaged. A commanded shock was then performed and impedances were 180 ohms. They noted the patient had hardware in their heart which may cause the observations. No noise was observed on the lead and thresholds were stable. The patient was monitored overnight and checked the following day, which showed values were stable around 61-63 ohms consistently. No changes have been made. No additional adverse patient effects were reported.